Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to insulation damage observed during a recent device replacement procedure. During the replacement, it was also noticed the the rv lead exhibited high pacing thresholds. A new lead and device were successfully implanted and all measurements were within normal range. No adverse patient effects were reported.